Event description:
It was reported that when the patient¿s pump was last refilled, the dose was higher than what the physician prescribed. The dose was programmed to 110mcg/day when it should have been 105mcg/day. The device system was used to deliver baclofen 500mcg/ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type programmer, physician. (B)(4).